Event description:
It was reported that as the end user sat down on the toilet riser, it shifted. She fell and was hospitalized.

Manufacturer narrative:
It was reported that as the end user sat down on the toilet riser, it shifted and she fell. She was hospitalized, but reasons for the hospitalization are not clear. Unsuccessful attempts were made to contact the end user for info. The sample was not returned for eval. No photos were sent. Medical documentation was not provided. We have had no other similar incidents reported to us. We evaluated a sample from stock and could not replicate the incident. At this time we have not confirmed the issue or identified a root cause. It is not known what role this device played in the reported incident and subsequent hospitalization, but in an abundance of caution, this medwatch is being filed.